Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(4). Batch: 21539170/5007037.

Event description:
It was reported that the patient was experiencing inadequate pain relief due to a scar tissue development. The patient underwent an explant procedure.